Event description:
Additional information was received for this (B)(4) study patient/ cec adjudication minutes were reviewed. The committee noted: mi (protocol definition) - disagree; arc [periprocedural pci] - related to device/related to procedure - agree; stent thrombosis (protocol definition) - disagree; stent thrombosis (arc definition) - disagree. The patient presented with a (B)(4) study, no angina, a 90% stenosis in the mid lad, a 95% stenosis in the 1st diagonal, and a 95% stenosis in the proximal cx. The patient underwent the index procedure with treatment of three target lesions. The first target lesion in the mid lad was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 2.5 x 23 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the 1st diagonal was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 2.25 x 8 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The third target lesion in the proximal cx was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 3.0 x 18 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was complicated by ventricular fibrillation during dilatation of the lad, which required two minutes of CPR, as reported by the site. The ECG core lab reported no new major st-t abnormalities and no q waves. The site reported no post-procedure complications. The patient was discharged on the day after the procedure on dual antiplatelet therapy.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report # 3003742446-2012-00307; # 3003742446-2012-00308; and # 3003742446-2012-00309.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi per the cec adjudication committee and had vf (ventricular fibrillation) during the procedure. This is a (B)(6) male with medical history including positive functional study for ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, myocardial infarction 1992, diabetes mellitus type ii, diabetes mellitus greater than 30 days. The patient presented with a positive functional ischemia study, no angina, a 90% stenosis in the mid lad, a 95% stenosis in the 1st diagonal, and a 95% stenosis in the proximal cx. The patient underwent the index procedure with treatment of three target lesions. The first target lesion in the mid lad was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 2.5 x 23 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the 1st diagonal was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 2.25 x 8 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The third target lesion in the proximal cx was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 3.0 x 18 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. On (B)(6) 2010 at 09:08, the ck was 72 (nl 224, ratio <1), the ckmb was 0.7 (nl 3.6, ratio <1) and the troponin was 0.04 (nl 0.09, ratio <1). Post-procedure on (B)(6) 2010 at 20:20, the ck was 68 (ratio <1), the ckmb was 0.7 (ratio <1) and the troponin was 0.31 (ratio 3.44). On (B)(6) 2010 at 04:15, the ck was 59 (ratio <1), the ckmb was 0.7 (ratio <1) and the troponin was not tested. This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The procedure was complicated by ventricular fibrillation during dilatation of the lad, which required two minutes of CPR, as reported by the site. The ECG core lab reported no new major st-t abnormalities and no q waves. The site reported no post-procedure complications. The patient was discharged on the day after the procedure on dual antiplatelet therapy. (B)(4): the device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15093157 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Arrhythmia is a known potential adverse event associated with coronary stent implantation and is listed in the IFU as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. The inherent changes in coronary blood flow associated with invasive and interventional procedures may contribute to disturbances in the normal cardiac electrical functioning resulting in arrhythmias. This is one of three products used during the same procedure. Please reference MFR. Report # 3003742446-2012-00307; # 3003742446-2012-00308; and # 3003742446-2012-00309.